Event description:
This report is submitted due to a notification teleflex received from a facility in (B)(6) regarding an article published in the journal of urology.

Manufacturer narrative:
No investigation can be performed since this info is based from an article. No add'l info is available.